Event description:
It was reported that the procedure was to treat a 92% stenosed lesion in the left circumflex (lcx) artery with moderate calcification and moderate tortuosity. The 3x48mm xience xpedition stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to cross due to the anatomy and the proximal shaft separated outside the anatomy. Therefore, the distal sds was able to be simply removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulties appear to be related to operational context of the procedure. It was reported that the stent delivery system (sds) failed to cross due to interaction with the lesion. In addition, it was reported that the shaft separated outside of the anatomy, likely due to handling. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: e1, g2.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 92% stenosed lesion in the left circumflex (lcx) artery with moderate calcification and moderate tortuosity. The 3x48mm xience xpedition stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to cross due to the anatomy and the proximal shaft separated outside the anatomy. Therefore, the distal sds was able to be simply removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.